Event description:
It was reported that a malfunction code appeared on the pump, described as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assisted the customer in resetting the pump. No recurrence of the malfunction was noted, and the customer was advised to continue using the pump, with instructions to call back if any issues arise.